Event description:
It was reported that the shaft got broken during an operation. There was no procedural delay. The piece was retrieved from the patient. No patient injuries or complications were reported.

Manufacturer narrative:
One 3.5mm full radius bonecutter was returned for evaluation. Visual assessment of the device showed the inner and outer blades are broken confirming the complaint. The blades are broken approximately .500 inches from the adapter body. The blades are dramatically bent. The device condition indicates it was subjected to excessive side loading during use causing the observed breakage. Excessive "side-loading" on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly.

Event description:
It was reported that the shaft got broken during an operation. The piece was retrieved from the patient with grasper. A backup device was available to complete the procedure with no delay or patient injuries.